Manufacturer narrative:
MFR received date: 16 oct 2019. The manufacturer¿s international service technician reported that there were no confirmed failures with this ventilator. The unit successfully passed est (extended self-test) and sst (short self-test), and no parts required replacement. Since no parts were replaced, no parts are expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019.

Event description:
It was reported that the ventilator failed testing. The exact nature of the failure is currently unknown; further information has been requested. There was no patient involvement.